Event description:
Olympus was informed that over the period of approximately a month the device was used even though it was noted to experience a slow leak during reprocessing. The facility was concerned regarding the potential for cross-contamination, and is electing to notify 14 patients of the reported event. There are no reports of patient or user infections.

Manufacturer narrative:
Olympus followed up with the user facility to gather additional information regarding the reported events. The user facility had been performing manual cleaning, and reprocessing the subject device in an automatic endoscope reprocessor, but continued to use the device after observing that the device would not hold pressure during leak testing. The device referenced in this report was returned for evaluation. The evaluation confirmed the presence of an air leak. The leak was due to a cut found on the exterior of the bending section of the device, and a more proximal area of the scope was flattened due to what appeared to be crush damage. There was foreign material visible in the cut area of the bending section. The device has been refurbished. The instruction manuals supplied with the (B)(4) provides detailed instructions on how to reprocess the device. This report appears to be due to user error.